Event description:
It was reported that the patient presented to the hospital with shortness of breath and respiratory distress. The right atrial (ra) lead exhibited oversensing and undersensing on current on stored electrograms (egms), resulting in termination of events and misclassification of atrial tachycardia/atrial fibrillation (at/af) events as non-sustained ventricular tachycardia. This also resulted in unnecessary atrial pacing at times. It was further reported that the patient had received cardioversion. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead exhibited additional undersensing during at/af resulting in termination of at/af detected e vent(s) in progress and unnecessary pacing at times.